Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead exhibited an insulation failure.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the inner insulation of the lead developed cosmetic metal ion oxidation while in vivo. The analyst noted that the inner insulation developed cosmetic metal ion oxidation throughout the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that undefined low impedance was noted on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.